Event description:
It was reported that the patient had an infection, so the lead was explanted. A ¿clap infection culture revealed yeast.¿ at the time of the report the patient was alive with no injury.

Manufacturer narrative:
(B)(4).

Event description:
Follow-up received from a healthcare provider (hcp) reported that the culture result was candida.

Manufacturer narrative:
(B)(4).